Manufacturer narrative:
B3: 2025 was the year of the event, but the month and day of the event was not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a lifting downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
The device was returned due to the device's downstream occlusion (dso) seal being delaminated. The results of the investigation found that the dso was lifting. There was no patient involvement.